Manufacturer narrative:
Correction to product problem codes in the initial report. (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was clarified that the patient felt the positional shocking occurred both when active and also during the end of service. The patient planned to wait until august to address the issue as their doctor was too busy. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that there was an end of service message seen on the patient programmer. There was no allegation of dissatisfaction with the longevity of the device. The patient reported suddenly experiencing a shocking sensation periodically when she turned a certain way. This occurred intermittently and never when she was still. This only occurred when she was turning or moving into a different position. The patient noted that she had been ¿going slowly downhill.¿ both knees were replaced prior to the implant of the implantable neurostimulator and she has back issues. She has difficulty walking, and her current health care provider commented that he didn¿t understand why her previous health care provider didn¿t place the leads so that it would cover more of her legs which would help her to walk better. The patient was working with her health care provider to replace the implantable neurostimulator and potentially revise the leads. The patient was redirected to her health care provider. There were no further complications reported.